Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer stated he was trying to fill the vial with insulin when alarm occurred. The customer's blood glucose was 300mg/dl, treated with manual injection. The customer was advised to rewind pump, reinsert reservoir and run manual prime to at least 5u. The customer stated the pump alarmed no delivery at 3.2 units. The customer was advised the insulin pump will be replaced.